Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2012. Patient's legal counsel further reported that patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain. A review of invoice history and operative notes confirm the modular head and taper insert were removed and replaced during the revision procedure on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to correct information that was unknown at the time of the initial medwatch. Corrected date of total hip arthroplasty.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain. A review of invoice history and operative notes confirm the modular head and taper insert were removed and replaced during the revision procedure on (B)(6) 2013. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2010. Patient's legal counsel further reported that patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of pain. A review of invoice history and operative notes confirm the modular head and taper insert were removed and replaced during the revision procedure on (B)(6) 2013. Additional information provided in patient medical records indicate left hip revision performed on (B)(6) 2013 was due to pain. The patient's operative report noted scar tissue. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.